Manufacturer narrative:
The customer did not return the device for evaluation. The test strips and control solution associated with the event expired in (B)(6) 2021 respectively. Therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he performed a control test with his contour next one meter and obtained a readings of 157 mg/dl at 12:51 p.m. During the troubleshooting, two additional control tests were run by the customer and obtained readings of 204 mg/dl at 1:19 p.m. And 155 mg/dl at 1:20 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.